Manufacturer narrative:
Concomitant medical products: 6947m55 lead, implanted: (B)(6) 2012; 419688 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a gradual rise to undefined high impedance on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.